Manufacturer narrative:
The adaptive clean brush head is an accessory to the sonicare healthywhite power toothbrush.

Event description:
Consumer complained about bristles falling out. No medical attention sought.